Manufacturer narrative:
Unit had cracked case battery side and cracked battery tube threads. No blank display noted during testing. Unit passed displacement test, active current measurement test, sleep current measurement test, and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off without any battery. Customer¿s blood glucose level was 65 mg/dl at the time of incident. Customer stated that the after inserting new batter the insulin pump continued working. The insulin pump will be returned for analysis.